Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The plastic handle on the device fractured in half, rendering the device inoperable. All pieces were returned. The device was manufactured in 2004 and exhibits signs of extensive wear/usage. The fracture surface shows multiple regions of crack initiation. This was likely caused by bending, torsional, or impact mechanical overload. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, handle broke while taking sleeve out of bipolar trial. Nothing fell into the patient. No harm to patient or staff. No procedural delays because smith & nephew back up was available.